Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure after placing the sheath into a patient, air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted but the air remained. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.